Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: through follow-up with the patient we learned that the implantation subjectively has caused deterioration of the patient's vision. Additional patient code: 2138. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: date exact date unknown; however was reported as immediately following lens implants, (B)(6) 2015. If explanted; give date: not applicable as lens remains implanted (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, no available to investigation. The customer's reported event could not be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffers from severe deterioration in nighttime vision following intraocular lens implants, both eyes, (B)(6) 2015. Through follow-up, the patient also has problems with dry eye, glare and halos, requires reading glasses, and notes reduced contrast vision. The patient additionally shared that she has been in contact with the surgery center; however, she has not received an acceptable answer to her symptoms. She understood she would not need reading glasses; however, she needs them to read and see up close. Reportedly, she expected the surgery to improve her vision; but comments that instead it has ¿dis-improved¿ her vision in all aspects, except distance vision. This was not made clear to her before the lens implants and she was immediately in reading glasses. She can no longer do detail work unaided; her contrast vision is also completely ruined. The glare and halos, even when watching tv can be difficult to bear. She believes the problem with night driving occurred immediately post implant; however, because it was summer and the days were very long, it took some time to realize there was ongoing difficulty after dark. She was advised by the surgery center again, that she just needed to wait for her brain to adapt to the lenses. Patient researched and notes this is a statement made to many unhappy customers and that in reality there is an expectation that she is supposed to learn to manage with the deteriorated sight. Patient states she found an independent consultant, who told her that there is an ongoing problem with this type of lens in terms of halos and difficulty with contrast and that it was never likely to help with reading vision. Patient noted that her near sight was almost perfect before surgery and she had never required reading glasses; she could thread a needle with ease and read by lamplight easily, none of these things she can do since surgery. Patient advised them of her difficulty and initially they referred her to see another of their consultants for a "tweak". Reportedly, he advised that despite having a tweak she would still require reading glasses and advised against this second surgery, so she didn''t have it. Following her ongoing poor experience, her trust in the surgery center has broken down beyond repair and the frustrating correspondence with them has ended completely as she could not continue with their complete lack of empathy and failure to enter into any meaningful solution. The deterioration of night vision massively impacts her life as it seriously curtails freedom to get around on her own. Further, the glares, halos etc. Seriously impact the enjoyment of the simple things in life. She has become a permanent eye drop user at least 4 times a day and at night. Reportedly, she states ¿this is my biggest regret in life that I proceeded with this surgery which has damaged my eyes and I believe I have never been given accurate facts and statistics regarding the success of this surgery, particularly not prior to the event. It is both disappointing and distressing that a reputable company supplied lenses to this surgery center who, as my case demonstrates, are clearly unfit practitioners for this type of procedure, implanting lenses knowing they would cause deterioration of my vision in otherwise healthy eyes. I am utterly despairing of the fact that I was given incorrect/incomplete information to assess the possible outcomes of this surgery on my eyes which has left me in a much worse position than when I started.¿ no additional information was provided. Patient had bilateral lens implants. This report represents the lens implanted in the right eye. A second report will be provided for the left eye.